Event description:
The customer reported wash arm motion and wash carousel motion errors entering the not ready state, while using the reaction vessels (rvs) manufactured with the new resin, involving the access® 2 immunoassay system used in conjunction with the access® reaction vessels. The customer was able to home the reaction vessel (rv) shuttle and rake, then move the incubator belt freely. Beckman coulter customer technical support (cts) assisted the customer with system troubleshooting and was able to initialize the instrument to ready mode. There was no report of impact to patient results associated with this event. As the instrument enters the not ready state, any assays on board would not be analyzed. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. Beckman coulter shipped the customer a new lot of reaction vessels that was not affected by the new resin. The customer indicated no further issues. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access® instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4). This medwatch report is related to MDR 2122870-2014-00200.